Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 21st january 2009 and performed to specification up to the 11th september 2011. The device failed multiple self-tests due to a low battery between the 18th september 2011 and the 22nd february 2015. Multiple manual power ups one of ten minutes duration were recorded in the device memory between the 7th july 2015 and the 7th august 2016. The pad-pak was removed and reinstalled on several occasions throughout the history log.temperatures are recorded below the recommended minimum temperature. Investigation found the reported fault can be attributed to membrane failure. The time outs would suggest the device was switching itself on and the user was intervening to switch the device off via the on/off button therefore no further 10 minute manual power ups were recorded. The measurements taken, including the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. Upon visual inspection of the returned device all four pogo pins were observed to sheared off. This may have occurred during an attempted or incorrect pad-pak insertion. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.